Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) followed-up with the customer over-the-phone and confirmed that the sampling nozzle assembly was bent by a new operator trying to rum a sample tube with the cap on. The fse provided assistance to the customer in replacing the sampling nozzle assembly. The customer preceded to start-up the aia-360 instrument and ran quality controls; no further issues were observed. The aia-360 was working within specifications. A 13-month complaint history review and service history review for similar complaints was performed for aia-360, serial (B)(4), from 29-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under safe precautions states to please be sure to remove the cap primary tubes and to set it on the carousel. Operation will damage the parts in the aia-360 with a cap attached. The most likely cause of the reported bent sampling nozzle assembly was due to an operator not removing the cap from the primary tube.

Event description:
On (B)(6) 2017 a customer reported that the sampling nozzle assembly was bent on the aia-360 instrument. The customer was not able to replace the sampling nozzle assembly and requested a field service engineer to be dispatched in order to address the reported event, which resulted in delay in reported of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.